Manufacturer narrative:
Evaluation of the returned handle revealed a functional device. The handle was functionally tested on a handle fixture and passed within specification. The handle was then used to detach a demonstration coil without an issue. Therefore, the root cause of the reported complaint could not be determined. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating (ic-pc) arteries using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), non-penumbra microcatheters and a non-penumbra guide catheter. During the procedure, the physician was unable to detach the first smart coil using the handle. Therefore, the handle was removed. The procedure was completed using a new handle to detach the same smart coil and the same microcatheters. There was no report of an adverse effect to the patient.